Manufacturer narrative:
(B)(4).: the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.    Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with microstriae in the right eye at the one day post op exam. The flap was lifted to remove the striae. The patient''s uncorrected visual acuity in the right eye was 20/25.